Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153349 and device part number 195-430h / lot 148377.. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153349 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is could possibly be related to the specific patient samples.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the binaxnow covid - 19 antigen self test performed on (B)(6) 2021. The user reported that she conducted the first and second test. The first test result were negative there was only one pink line in control line and no visible line in sample line, while her second test result is showing faint pink line in control line and solid pink/purple line in sample line. The test were taken 3 days parts. No additional information was provided.